Event description:
MFR rec'd a report alleging that the bolt peg that connects the head and foot springs of the spring bed broke off at the section and both springs were bent. No injures were reported or alleged.